Event description:
Customer reported: first time the pump was used. Patient with pacemaker, when the pump was switched on, the patient nearly fainted. He recovered when the pump stopped. The cardiologist said it was the pump's fault. Possibly caused by electromagnetic incompatibility between the pacemaker and our pump. Patient was under the care of a cardiologist when the event occurred.

Manufacturer narrative:
The device has not yet been returned to mmdg for evaluation. A follow-up report will be submitted should more information become available or the pump is returned for evaluation. This device is sold exclusively to an international market. The pump is manufactured to specification by mmdg for (B)(4). The flocare infinity pump is similar to the enteralite infinity enteral feeding pump which is available for distribution in the united states.